Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that she woke up to a button error in the morning. The customer stated that she removed the battery and inserted a new one. The customer stated that the time and numbers were ramping. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces.no button error alarm during testing. No ramping numbers noted on the display. The insulin pump received with cracked reservoir tube lip noted.